Event description:
The customer's biomedical engineer (biomed) reported that while the respiratory therapist (rt) was transporting a patient, the v60 ventilator shut down and presented error code: 100a (cbit) vent-inop: data acquisition pcba adc reference failed. As a result, the patient had to be placed on a non-rebreather mask- via o2 tank until they were able to be transferred to alternate ventilator. The device was in patient use at the time of the reported event and no reports of patient harm were noted. Technical support provided remote assistance to the customer. The customer already replaced the cable from the data acquisition (da) to the motor controller (mc) printed circuit board (pcba) yet still unable to duplicate issue which prompted biomed to reach out to philips remote service engineer (rse). The rse recommended the customer run the unit for a few days and complete the performance verification test (pvt), which per additional information from customer was successfully completed. Specifically, biomed reported the device ran for 3 days, while they attempted to bump into or move the ventilator around randomly to simulate transport, but the issue did not recur. Currently the ventilator is running again with no issue and was released back into service. Based upon the device evaluation and service performed, the customer¿s alleged malfunction was confirmed.